Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced palpitations and ventricular tachycardia (vt). The patient had to be rescued by external defibrillation in the emergency room. The implantable cardioverter defibrillator (ICD) device did not treat for the vt episode due to onset. The onset feature was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.